Event description:
It was reported that during a left side atrial- flutter procedure, after moving the smarttouch catheter into the cs, no impendence could be seen on the generator and there was clicking noise coming from carto system. The lab technician noticed that the impedance had disappeared despite the generator appearing to continue ablating, which should be impossible. This happened 3 more times, and then rf energy was delivered for 30-40s before noticing a plastic melting burning smell in the room. Ablation was stopped and the indifferent electrode was checked and it was fine. Smell of burning was then located to the back of the stockert. Additional information provided by the customer stated that they loss of signals occurred on all 12 leads of bs ECG but not for ic signals on both, (B)(4) recording systems at the same time. The issue was solved by switching the catheter and the generator. There were no patient consequences.

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that after moving the smarttouch catheter into the cs, no impendence could be seen on the generator and there was clicking noise coming from carto. This happened 3 more times, and then rf energy was delivered for 30-40s before noticing a plastic melting burning smell in the room. Smell of burning was then located to the back of the stockert. The stockert was sent in for evaluation in order to recreate the reported condition however the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. The device history record for stockert generator serial number (B)(6) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: carto 3 system us: catalog #: fg540000, serial #: (B)(4). Smarttouch catheter uc: catalog #: d132705, lot #: unknown. (B)(4).